Manufacturer narrative:
Evaluation summary: sample analysis: one sample was received for evaluation and , the reported event was not confirmed as related with the manufacturing process. The device failed to meet specification as it was received or made available for evaluation. A visual inspection was performed and it was observed the cuff presents a small cut, the reported event on cut in cuff was confirmed. An inflation/deflation test was performed, using a syringe of air was applied to the cuff and it was observed the cuff deflated after few seconds. The investigation of observed condition isolated the failure to the tear on the cuff. Instructions for use (IFU) states that with the cuff and inflation system should be tested for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuffaway from the distal tip of the outer cannula towards the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff inflation/deflation issue. There was patient involvement with no reported patient outcome.